Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The interior right ventricular defibrillation cable was extrinsically fractured due to pull ing/stretching. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has been extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: model: dtba1d1, crt-d; implanted: (B)(6) 2013.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited impedance alerts for high/undefined rv defibrillation coil impedance, high/undefined superior vena cava (svc) defibrillation coil impedance, and high/undefined tip-to-coil pacing impedance. Follow-up was completed with the patients clinic and the healthcare professional (hcp) was able to verify that reprogramming had been completed due to a potential lead fracture. The lead currently remains in use. No patient complications have been reported as a result of this event.